Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Subject ID: (B)(6). Clinical adverse event received for polywear resulting in osteolysis of the right femur zone. Event is serious and is considered moderate. Event is definitely related to device and definitely not related to procedure. Doi: (B)(6) 2001; doe: (B)(6) 2018; (right knee). On (B)(6) 2018 clinical notification received for revision due to osteolysis, polywear, loosening of all components. Revision occurred on (B)(6) 2018.